Event description:
During follow-up, the device was found to be in backup mode. The device was explanted and replaced. The patient was in stable condition with no adverse consequences.

Manufacturer narrative:
The field complaint of backup mode was confirmed. Device was received in backup mode and battery voltage had reached normal eri level. Analysis of device image indicated that backup mode was triggered due low battery voltage fluctuations, consistent with effects of code corruption. As a result of this finding, abbott is performing further investigation. Analysis was performed including electrical and mechanical testing and did not find any anomalies. Despite extensive testing the backup condition could not be reproduced and the cause of code corruption could not be determined. Longevity assessment was performed based on field settings. Total projected longevity was 10.98 years and device was implanted for 10.15 years. Device met 75% of the projected longevity and is considered normal.